Manufacturer narrative:
Per the tandem user guide: "do not expose your pump to: x-ray, computed tomography (CT) scan, positron emission tomography (pet) scan, other exposure to radiation." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to radiation. Tandem technical support provided pump reset instructions for the customer as customer wanted to perform reset on their own. There was no adverse impact to the customer¿s blood glucose level.